Manufacturer narrative:
The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on february 08, 2024.

Manufacturer narrative:
This report is submitted on january 11, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant incision site and subsequently was treated with oral antibiotics for one month (specific date not reported). Explant and re-implantation is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.